Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2012-02855. It was reported that post a stenting treatment procedure, the patient experienced an elevated troponin myocardial infarction (mi). The patient presented due to stable angina. The first 80% stenosed and 34mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.0mm. The first target lesion was treated with pre-dilation and placement of a 2.75x38mm taxus element stent, resulting in 0% residual stenosis following post-dilation. The second 75% stenosed and 8mm long target lesion was located in the proximal left circumflex with a reference vessel diameter of 2.3mm. The second target lesion was treated with direct stent placement using a 2.25x12mm taxus element stent, resulting in 0% residual stenosis. The following day, the patient experienced an elevated troponin mi, without ischemic symptoms and no action was taken to treat this event. The patient was discharged one day following the index procedure on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).